Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a prefilled heparin syringe. The customer reports that the pt had a line infection. The pt received the flushes on (B)(6) 2013 and went to the hospital the week of (B)(6) 2013. The initial reporter stated that the pt had a few other things going on medically, and she was not sure if the issue was related to the heparin flush. The initial reporter explained that the week of (B)(6) the pt went to the hospital for a procedure, she believed it was a CT scan, and something happened with the pt port during the administration of the contrast dye. The pt remained in the hospital for 3 weeks. The initial reporter is still gathering additional information from the pt.

Manufacturer narrative:
Submit date on: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.